Event description:
Clinical study. It was reported that 676 days post index procedure, the pt experienced a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was a de novo bifurcated ostial lesion in the first obtuse marginal (1st om). The lesion was 3 mm wide, 40 mm long, and 90% stenosed. There was moderate tortuousity. The physician predilated the lesion prior to placing a 3.0 x 20mm taxus express2 drug eluting stent. Post dilatation stenosis was 0%. Target lesion 2 was a de novo bifurcated lesion in the distal circumflex (cx). The lesion was 3 mm wide, 50 mm long and 99% stenosed. There was moderate tortuousity. The physician predilated the lesion prior to placing 4 taxus express2 drug eluting stents: a 3.5 x 20 mm, 2 3.0 x 16 mm stents, and a 2.5 x 24 mm. Post dilatation stenosis was 0%. A dissection was noted in this vessel. The pt rec'd integrilin during the procedure. The pt was discharged 1 day later on aspirin and plavix. On day 676, the pt experienced focal in stent restenosis in the 1st om. The pt underwent plain old balloon angioplasty and rec'd a taxus express2 stent. The pt was discharged 1 day later. In the opinion of the physician , there was an unk relationship between the tvr and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 6075053 found that the device met its material, assembly and product specs, at the time of release to distribution.